Event description:
Pituitary rongeur broke while in use. There is a fragment missing. X-rays were taken but the broken portion could not be located. It is not known if the broken portion is still in the patient's wound site.